Event description:
Pt came in emergency to the hospital on (B)(6) 2011, since he felt dizziness while sitting at home in armchair. ECG confirmed intrinsic rhythm at 40 bpm. Upon interrogation, the device was found operating in standby mode. Device could be re-initialized, and normal pacing operation resumed at that time. Because this device was listed in group no. 1 of the field safety notice issued in 10/2005 related to metal migration on symphony / rhapsody, device replacement was recommended. This field action was recorded under recall # z-0266-06 and recall # z-0267-06 in the (B)(6).

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.